Manufacturer narrative:
Investigation conclusion: no adverse trend was identified for this lot number for the reported issue. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified for the reported issue. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine. Source: phone 248-917-2176.

Event description:
V sars otc reported concern about blood interaction-- tss advised that small amounts of blood will not effect the test.

Manufacturer narrative:
H10: correction to manufacturer narrative: investigation conclusion: no adverse trend was identified for this lot number for the reported issue. Root cause: unable to determine. Source: phone.